Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37651, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient complained of pain over her pocket for her spinal cord stimulation (scs). It felt like it was working it's way out of the pocket according to the patient. As a result of this issue the healthcare provider (hcp) revised the pocket and the scs implant was moved to a better location. The battery was moved and the patient was still getting great therapy. The issue was resolved at the time of this report. The event occurred during normal use. The patient status that the time of this report was "alive-no injury."